Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the dp purge valves test step during testing. The device's sensor board needs replaced to address the issue. Additionally, unrelated to the test failure, the device was found to have missing/displaced rubber feet, the porting block port was found to be pinched/damaged and the rear enclosure was found to have exterior damage. All parts replaced to address the issues.